Event description:
Additional information received identified the issue is resolved through surgical intervention.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site due to ipg being tilted in the ipg pocket. Additionally, the patient gained weight which may have caused the issue. Surgical intervention was undertaken on (B)(6)2017 wherein the ipg site was relocated. Ipg was electively explanted and replaced with upgraded model during the surgery.